Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter, receiver, and smart device. Dexcom representative advised patient's mother to start the sensor session on the mobile application and on the g5 receiver. No additional patient or event information is available.